Event description:
On (B)(6) 2013, the reporter contacted animas alleging a cloudy display. The reporter stated there is moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Reporter contacted animas on (B)(6) 2013.